Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl and bupivacaine at an unknown concentration and dose via intrathecal drug delivery pump for failed back surgery syndrome and spinal pain. It was reported that the pump was replaced because it was "way too big for her body" in (B)(6) 2005. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.